Event description:
The complainant reported that their impella cp pump lost its placement and left ventricle signal while being used to support a patient. The pump continued to run and the signal reappeared after a short time. This issue occurred a second time and was also resolved after a short delay. The physician finished the procedure with the same device without any problems. There was no report of patient harm.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Clinical details report intermittent controller error alarms during a ventricular tachycardia ablation procedure. Data logs were reviewed, and the controller error alarm was confirmed. Roughly 20 minutes into the case, the alarm triggered, and all optical signal metrics railed to some multiple of -16384 two times over a five minute period. There were no further issues with the optical signal for the remainder of the case. Returned product was investigated and there were no abnormalities noted. There was no visual damage to the pump, it passed laser continuity, and all 5s parameters were within specification when connected to a console. It was also uson tested up to 150 mmhg and there were no issues with optical signal metrics. Upon review of data logs and returned product, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates updated.